Event description:
Prior to the laparoscopic cholecystectomy procedure, the trocars optuator would not fit into the cannula. Another kit was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.